Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Blood glucose level at the time of the incident was not provided. Customer stated the device had a fuzzy screen and some of the pixels are off while in automode loop for an hour or two. The customer was advised ro revert to a back-up plan. The insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No fuzzy screen anomalies or display anomalies noted during testing. Monitored with the device communicating properly with sensor tester and the sensor transmitter; the auto mode feature activated properly. No unexpected calibration or enter bg loop anomalies noted during testing. No sensor anomalies noted during testing. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.